Manufacturer narrative:
Additional information:h3, h6, h11. H11: the device was received for evaluation. During functional testing , '.would not power off, alarm for open door would not stop' was reproduced with closed door alarm. A review of the history log revealed multiple 'shut door - power off' messages . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be link screw was out of adjustment. Link screw was tightened to correct the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarm for open door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.